Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer was also concerned with high blood glucose test results obtained of 219 and 307 mg/dl. The customer¿s expected fasting blood glucose test result range is 150-170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (stored in the bathroom). The customer had another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a back to back blood test was performed by the customer fasting and produced test results of 599 mg/dl and hi using the meter. The meter memory was reviewed for previous test result history (customer had difficulty seeing the date/time and was unsure if correct dates/times were provided): (B)(6).

Manufacturer narrative:
Sections with additional information as of 18-feb-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underline root cause - mlc-020 use/storage-improper storage user's test strip had poor storage.